Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer also mentioned other blood glucose values such as 526 mg/dl, 389 mg/dl and 500 mg/dl. The customer treated high blood glucose with syringe, manual injection. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump within 48 hours of event was reported. The customer was reported that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.